Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump had a loss of prime issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/16/2015 with the following findings: a review of the black box showed loss of prime warnings due to the user not priming after rebooting the pump. The pump powered on normally and successfully completed ezprime steps with no loss of primes occurring. The pump was exercised for 24 hours with no loss of primed occurring. The force sensor calibration was found to be within required specifications. The pump case was removed and no internal defects were found. (B)(4).